Event description:
On (B)(6) 2014 stiffening stylet allegedly became unraveled as it was removed from the middle after a routine placement. The midline was reportedly tripped to 9 cm and the nurse doesn't believe that the wire was cut. All of the wire was retrieved and there was no reported harm to the pt.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reyi0755 showed no other similar product complaints for these lot numbers.